Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument being used the day prior to a cranial biopsy. The rep indicated that one of the parts where the vertek probe was attached to the passive markers was missing. The rep replaced the probe with another one and the procedure was performed. The issue occurred outside of the actual procedure and no patient appeared to be involved.